Manufacturer narrative:
Evaluation summary: the evercross dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation however, seven pages of the procedural report were also received. The evercross dilatation catheter was received in two segments. The proximal segment includes the proximal balloon bond and the majority of the balloon chamber. The distal segment includes the distal tip, distal balloon bond with balloon chamber material, and inner guidewire lumen which includes both radiopaque marker bands. All components of the evercross dilatation catheter were received. The inner guidewire lumen was observed to have been stretched to an overall length of approximately 20cm. The proximal segment includes approximately 9cm of balloon material. The balloon chamber material exhibits radial tearing. Page two of the procedure report includes the peel-off label for the evercross 6mm x 120mm dilatation catheter used. Page five of the procedure report indicates that the catheter was inserted at 11:06:08. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an evercross with a non-medtronic 5fr sheath and a non-medtronic 0.035¿ glidewire to treat a severely calcified lesion with 80% stenosis in the distal right mid proximal iliac artery. The artery diameter and lesion length were 8mm and 90mm respectively. A non-medtronic inflation device was used. The IFU was followed and the device was prepped without issue. It was reported that a balloon fracture/rupture occurred during inflation. A pressure of 8 atm's was applied to the balloon prior to the rupture. While attempting to remove the balloon, it became caught on the calcified plaque. Additional force was needed to remove it through sheath and the shaft broke. The physician was able to remove the 5fr sheath, with the wire remaining in the patient, and the remaining portion of the catheter/balloon over the wire. No portions of the catheter/balloon remained in the patient. A 6fr sheath was then placed. No patient injury reported.